Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01462 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 . According to the complainant, after turning on the console, an error (h07) message occurred. The account was unable to clear the message. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).